Event description:
The complainant has reported that a male patient underwent an esophagogastroduodenoscopy procedure during which the physician performed band ligation with the use of a bsc speedband multiple band ligator device. It was reported that during the procedure "the band would not fire off". The physician removed the device and completed the procedure successfully using a second speedband device. The patient experienced no ill effects or complications as a result of this event and was reported to be in "stable" condition.

Manufacturer narrative:
Evaluation: device not returned. An evaluation will not be performed. No conclusion can be drawn. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. The march 2007 rolling 15-month trend chart was reviewed for the band ligation product family and revealed no adverse trends. Additionally, the total number of complaint received for this product family does not exceed a limit which would warrant further action at all this time.